Manufacturer narrative:
The device was used for an off label indication. Concomitant medical products: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Van breda, h.m., farag, f.f., martens, f.m., heesakkers, j.p., rijkhoff, n.j. Subject-controlled, on-demand, dorsal genital nerve stimulation to treat urgency urinary incontinence; a pilot. Frontiers in neuroscience. 2016. 10:24. Doi: 10.3389/fnins.2016.00024 summary: to evaluate the effect of subject-controlled, on-demand, dorsal genital nerve (dgn) stimulation on non-neurogenic urgency urinary incontinence (uui) in a domestic setting. Reported events for unidentified patients: (B)(4) patient undergoing trial stimulation of the dorsal genital nerve (dgn) to treat non-neurogenic urgency urinary incontinence (uui) stopped feeling sensation in the proper position after 2 days of home stimulation, ¿likely due to migration of the electrode,¿ so the electrode was removed. (B)(4) patients undergoing trial stimulation of the dgn to treat uui experienced dislocation of the lead after stepping off the treatment bench, whereupon stimulation sensation in the desired location had gone. As a result a new electrode was placed. (B)(4) patients undergoing trial stimulation of the dgn to treat uui reported a slight change in the location of sensation over during the course of the trial, whereupon the subjective effect of stimulation on their uui was slightly less. The authors stated that this showed that the ¿percutaneously placed lead is not very prone to stay in the initial location.¿ it was noted that all patients were trialed with percutaneous model 3057 test stimulation leads connected to external 3625 stimulators. Otherwise, it was not possible to ascertain specific device information from the article or to match the reported events with any previously reported events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.